Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 29 months post-implant, it was reported that the patient was at home showering when he experienced low speed leading to a pump stop alarm while connected to his power module. The patient reported hearing a "long beep alarm" and the patient's daughter noticed the pump speed had dropped on the display module. Upon the second long beep alarm the patient reported that he could feel that the pump had slowed down and "felt giddy." The patient dressed and sat down and reported he felt better and the pump parameters returned to normal. A few hours later while the patient was sleeping it was reported that another low speed event occurred; however, the patient did not feel anything or hear any alarms. The patient went to the hospital and an x-ray was performed which indicated fractures at both the pump and controller end. The patient was admitted for close monitoring and the hospital is planning for a pump exchange.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 8¿ from the pump housing and the remainder of the lead was returned in one segment. The patient¿s event history was submitted for review and confirmed several pump stoppages with correlating elevations in pump power that appeared to occur while the patient was operating on both tethered power and batteries. The 30¿ portion of the returned lead extending from the metal connector was tested for continuity and all wires were found to be electrically intact. The returned portion of the lead was examined and no areas of compromised wire insulation were identified. The 8¿ portion of the returned lead extending from the pump housing showed breaches in the insulation of all 6 wires at the distal end near where the lead was cut; however, the breaches appeared to be the result of mechanical damage and appeared to have occurred at the time of explant. This portion of the lead was also tested for continuity and all wires were found to be electrically intact. Breakdown of the braided shield was noted approximately 6-7.5¿ from the pump housing. Removal of the clear bionate and braided shield revealed disruption of the wire insulation; including several areas where the inner conductors were exposed approximately 6-7.5¿ from the pump housing. A total of three breaches in the black wire, three breaches in the orange wire, one breach in the yellow wire and one breach in the green wire were identified. These observed wire damages appeared to be the result of abrasion against the braided shield. The pump operates on a three phase motor where each phase is powered by two redundant wires. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused pump speed reductions and pump stoppages. Speed reductions and pump stoppages also could be caused by a phase-to-phase short which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on a tethered power source or battery power. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient received a pump exchange on (B)(6) 2014. (Reference MFR report #0002916596-2014-01937).